Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) the customer noticed blood in the helium tubing. They immediately removed the iab and noticed a tear in the membrane. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: d4 (lot#), d4 (expiration date), h4 (manufacture date). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Device evaluation: there was no reported serial # and two iab¿s were returned for the reported malfunction and evaluated. The two iab¿s were returned with both of the membranes completely unfolded and traces of blood on the exterior of the catheters. Both iab¿s were also returned with the extender tubing. No blood was observed inside either of the returned iab catheters. A kink was observed on iab 2 catheter tubing approximately 68.6cm from iab tip. A second kink was observed on iab 2 inner lumen within the membrane approximately 20.8cm from iab tip. No kinks were observed on iab 1. An underwater leak test of the two iab¿s balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. No tears were observed on the membranes of both iab¿s. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Additional (2nd) iab information: sensation plus 8fr. 50cc iab. Lot #: 3000152662. Serial #: (B)(6). Manufacture date: 07apr2021. Exp date: 06apr2024. PMA/510(k)#: k112327. Reference complaint #(B)(4).